Manufacturer narrative:
Device evaluated by MFR.: an express ld device was returned for analysis. A visual and tactile examination identified that the balloon was tightly folded and had not been subject to positive pressure. No issues were noted which may have potentially contributed to the complaint incident. An examination of the crimped stent identified that the proximal end of the stent was damaged where the stent had been pushed proximally over the proximal balloon cone, and stent struts at the proximal end were damaged. A visual and tactile examination identified no issues with the shaft and tip.

Event description:
It was reported that difficulty to visualize under fluoroscopy and stent dislodgement occurred. A guidewire to advance into a 6f long sheath and was sent to the upper end of the superior mesenteric artery opening via brachial artery access. A 7.0x40x135cm express ld was sent for ball dilation and deployment, but after the balloon was fully dilated, there was no stent imaging found. The balloon was withdrawn and it was discovered that the stent had fallen off to the back of the balloon, hence, it was dislodged. The procedure was completed with another device and no complications were reported. It was further reported that the target lesion was of 50% stenosis with tortuosity and calcification.

Event description:
It was reported that difficulty to visualize under fluoroscopy and stent dislodgement occurred. A guidewire to advance into a 6f long sheath and was sent to the upper end of the superior mesenteric artery opening via brachial artery access. A 7.0x40x135cm express ld was sent for ball dilation and deployment, but after the balloon was fully dilated, there was no stent imaging found. The balloon was withdrawn and it was discovered that the stent had fallen off to the back of the balloon, hence, it was dislodged. The procedure was completed with another device and no complications were reported. It was further reported that the target lesion was of 50% stenosis with tortuosity and calcification.

Event description:
It was reported that difficulty to visualize under fluoroscopy and stent dislodgement occurred. A guidewire to advance into a 6f long sheath and was sent to the upper end of the superior mesenteric artery opening via brachial artery access. A 7.0x40x135cm express ld was sent for ball dilation and deployment, but after the balloon was fully dilated, there was no stent imaging found. The balloon was withdrawn and it was discovered that the stent had fallen off to the back of the balloon, hence, it was dislodged. The procedure was completed with another device and no complications were reported.